Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer had a burned solenoid valve and fill wire. Specifically, the fill wire appeared burned, melted, black, charred. The burn damage was found during troubleshooting after the machine initially would not fill. There was no harm to any patients or individuals because of this malfunction. The parts are original to the machine. The biomed reported that the control board was also affected by the reported issue but did not sustain burn damage. There was no additional damage observed on any other components, or any other additional issues, associated with the burned solenoid valve and fill wire. The biomed replaced the solenoid valve, fill wire, and control board which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples were discarded by the biomed and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer had a burned solenoid valve and fill wire. Specifically, the fill wire appeared burned, melted, black, charred. The burn damage was found during troubleshooting after the machine initially would not fill. There was no harm to any patients or individuals because of this malfunction. The parts are original to the machine. The biomed reported that the control board was also affected by the reported issue but did not sustain burn damage. There was no additional damage observed on any other components, or any other additional issues, associated with the burned solenoid valve and fill wire. The biomed replaced the solenoid valve, fill wire, and control board which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint samples were discarded by the biomed and are not available to be returned to the manufacturer for physical evaluation.